Event description:
After successful placement of an electrical lead using a long tip forceps instrument, the surgical staff was not able to remove the instrument through the cannula as expected. There were no indications that the instrument fragmented. There were no reported complications due to the instrument removal. No pt harm or pt injury was reported.